Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a faulty insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer treated with food. The customer stated that the reservoir does not show signs of damage. The customer stated that there are scratches on the screen. The customer stated that she cannot read the screen. The customer stated that there is a curve from the middle of the screen right on the time. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.